Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: it was reported that the breakaway pin was stuck in cannulated. Drill bit. The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the apg+ qc cent bit 48 52 56 has a broken unk fixation pin seized inside. The broken fragments were not returned for evaluation. The observed condition of the device was consistent with off axis insertion and an exposure to unintended forces, like usage of excessive force in a prying motion during the assembling process. A functional test was performed and the assessment revealed that after multiple attempts the pin was unable to disassemble from the apg+ qc cent bit due to the observed condition of the pin. The reported seized condition was able to be confirmed. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the unk fixation pin would have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing records evaluation (mre) was not performed as no lot number was able to be retrieved for this device due to post manufacturing damage. H11 additional narrative: corrected: h3.

Event description:
It was reported that the breakaway pin was stuck in cannulated drill bit.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional manufacturer narrative: d4: UDI: as the catalog/model number was not provided, the (01)gtin is not available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees hat the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9 if information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.